Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory patient notifier. Upon interrogation, an alert for long charge time limit exceeded was observed. The capacitor maintenance resulted in a longer charge time. The device was explanted and replaced. Patient is doing great.